Event description:
According to the hospital, a pt was undergoing laser bronchoscopy for a malingnant endobronchial tumor. The event occurred after consecutively using three free beam fibers. During the use of the third fiber which was a 1.0 mm bare fiber, a flare was seen followed by an airway fire, followed by a "loud bang, possible an explosion". The pt suffered some charring in the left bronchus which later began to heal. The pt subsequently died, as a result of the cancer, as opposed to the complications related to the event.